Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 140 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was exposed to high magnetic field such as MRI. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates. The customer reported via phone call indicating that the insulin pump alarm motion sensor test failure. Customer's blood glucose at time of incident was 140 mg/dl. The customer was assisted in performing displacement test, unable to rewind pump and getting a motion sensor test failure alarm. Customer was advised the pump will need to be replaced. The customer was advised to revert to backup plan.

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. We were unable to perform functional test including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify motor error or error alarms due to alarm. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratched lcd window.